Event description:
It was reported that this system with right ventricular (rv) and a right atrial (ra) leads showed t wave over sensing on both leads. Programming options were discussed for this system. The rv and ra leads remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.